Event description:
It was reported that the user received a rapid glucose-falling alert from the ilet system, observed a sensor glucose near 96 mg/dl, self-treated with 4 grams of glucose, then obtained a fingerstick of 171 mg/dl and later reported a post-meal glucose of approximately 240 mg/dl without announcing the meal. Symptoms included no reported clinical symptoms. Outcomes included no injury, no medical intervention beyond self-treatment with oral glucose, and no hospitalization. Investigation included user education and troubleshooting by advising not to treat unless glucose is low and not to announce the meal after the fact, with follow-up verification of glucose values. Investigation of this case revealed no device malfunction and that post-prandial hyperglycemia was attributable to meal effects and user actions. It was concluded that the episode was consistent with a hypoglycemia concern with unclear cause that resolved without sequelae, and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.